Manufacturer narrative:
Other relevant components include: product ID: neu_unknown_cath, serial#: unknown, product type: catheter.

Event description:
Information was received from a patient with an implantable drug infusion pump with an unknown indication for use. No drug information was provided. It was reported a broken catheter occurred. The hcp had not further information on the patient other than that they had only seen him in an outpatient basis. No patient symptoms/complications were reported.